Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the backlight inverter printed circuit board (pcb's). The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).

Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator graphic user interface (gui) display was blank. The pt was transferred to another ventilator. There was no pt injury.